Event description:
It was reported that "the line was subsequently removed on (B)(6), following reports of catheter occlusion. Upon removal, a 1cm hole was observed towards the distal end of the catheter. The damage appears consistent with either a fracture, rip, or structural failure. This would explain the reported occlusion prior to removal." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as clinically stable and discharged home.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The customer returned one 2-lumen PICC for analysis. Signs of use in the form of biological material were observed within the catheter. Visual analysis revealed that the catheter body was ruptured towards the distal end. Microscopic examination confirmed the damage and revealed that the appearance of the rupture is consistent with a pressure-related break. Deformation or slight stretching of the catheter body was also noted directly adjacent to the tear, which, in combination with the catheter hole, is consistent with the appearance of over pressuring within the catheter. No damage or anomalies were observed with either of the extension lines. During functional testing, biological material was observed within the catheter extrusion and proximal skive hole. The hole in the catheter body measured 37mm - 49mm from the distal tip. Additionally , a kink was measured 43mm from the distal tip, which was at the location of the rupture. The total length of the catheter body measured 505mm , which is within the specification limits of 50.32cm - 50.8cm per the catheter product drawing. The catheter outer diameter at the undamaged portion measured 0.0680", which is within the specification limits of 0.0660" - 0.0710" per catheter extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which instructs the user, "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s)." Both extension lines were flushed, and a leak was observed from the rupture hole. The catheter was also tested per the IFU statement, "thread catheter over guidewire and advance catheter over guidewire to final indwelling position using image guidance or fluoroscopy. If resistance is met while advancing catheter, retract and/or gently flush while advancing catheter." The guidewire met significant resistance and was not able to fully pass through due to the kink and damage in the catheter body extrusion. A manual tug test confirmed all extension lines were secure within the juncture hub and their respective luer hubs. Additionally, r & d was contacted as part of this complaint investigation. It was stated that the damage observed is consistent with over-pressurization of the catheter lumen while it was obstructed. The obstruction was likely caused by biological material becoming lodged in the skive region, resulting in a blockage. Under these conditions, the applied pressure could not be relieved, leading to a rupture consistent with the damage shown in the investigation images. A device history record review was performed, and there was one potential finding. A non-conformance was initiated for material number c-15802-005b, batch 13c22j1918, in regard to "extension line leak during use." However, this finding is not relevant to this complaint report because no leaking was observed from the extension lines of the returned sample. The IFU provided with the kit informs the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). The maximum pressure injection flow rate ranges from 4 ml/sec to 6 ml/sec. Refer to the product specific labeling for the maximum pressure injection flow rate for the specific lumen being used for pressure injection." The pressure injection info card states for a 5fr x 50cm, 2-lumen PICC, the max indicated pressure injection flow rate for the distal and proximal lumens is 4 ml/sec. The max catheter pressure during max flow rate for the distal and proximal lumens is 205 psi or 1413.4 kpa. The report of a ruptured catheter was confirmed through complaint investigation of the returned sample. Visual analysis revealed that the catheter body was ruptured towards the distal end. The appearance of the hole is consistent with damage due to over-pressurization within the catheter. During functional testing , biological material was observed within the catheter extrusion and inside the skive hole. An occlusion within the catheter body could contribute to overpressure within the lumen and an increased risk of catheter rupture. The IFU provided with the kit informs the user, "the maximum pressure of pressure injector equipment used with the pressure injectable PICC may not exceed 300 psi (2068.4 kpa). Based on the customer report, comments from r & d, and the sample received, it was determined that unintentional use error caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "the line was subsequently removed on 3rd june, following reports of catheter occlusion. Upon removal, a 1cm hole was observed towards the distal end of the catheter. The damage appears consistent with either a fracture, rip, or structural failure. This would explain the reported occlusion prior to removal." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as clinically stable and discharged home.